Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent an unspecified procedure and the patient experienced enterocutaneos fistulas wherein floseal or tisseel were applied. Per the reporter, the floseal and tisseel ¿did not stop the bleeding¿. The volume of blood loss was not known. The patient also had been receiving lovenox. The patient subsequently died. It was not reported if an autopsy was performed, nor was the cause of death reported. No further information was available at the time of this report.